Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon review of a patient's flag files, it appeared that the patient was appropriately treated in the field during ventricular fibrillation (vf), and the monitor reset after delivering the treatment. The root cause for the reset was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. The patient survived and continues wearing the lifevest. There is not death or serious injury associated with the event.

Event description:
A us distributor returned a patient's monitor and reported that a patient experienced a treatment event, in addition to an abnormal shutdown. After a review of the patient's data, it was confirmed that the patient received an appropriate treatment defibrillation followed by a reset of the monitor. There is no adverse event associated with monitor reset as the patient was appropriately treated and successfully converted to a life-sustaining rhythm.